Manufacturer narrative:
B3 - date of event: (B)(6) 2019. D4 - catalog# (rpn): possible rpns: c-tqts-1400 or c-tqtsy-1400. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a thal-quick chest tube set or tray was misplaced. The device was used to treat a pleural effusion as diagnosed by ultrasound and x-ray. The primary diagnosis related to the pleural effusion was pneumonia (including empyema). The fluid type was serosanguinous. The device was not used for emergent use. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed in the right lateral chest, 4th intercostal space via seldinger technique. The initiation of drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Initial drainage was successfully achieved. Four days post-procedure, the patient experienced a loculated parapneumonic effusion. As a result, the device was removed 6 days after placement, and the patient required a video assisted thoracoscopic surgery (vats) with decortication. It was noted, ¿chest tube had not appeared to be communicate with pleural effusion in CT scan¿. No other adverse effects were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from a thal-quick chest tube set or tray was misplaced.the device was used to treat a pleural effusion as diagnosed by ultrasound and x-ray. The primary diagnosis related to the pleural effusion was pneumonia (including empyema). The fluid type was serosanguinous. The device was not used for emergent use. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed in the right lateral chest, 4th intercostal space via seldinger technique. The initiation of drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Initial drainage was successfully achieved. Four days post-procedure, the patient experienced a loculated parapneumonic effusion. As a result, the device was removed 6 days after placement, and the patient required a video assisted thoracoscopic surgery (vats) with decortication. It was noted, ¿chest tube was not appeared to be communicate with pleural effusion in CT scan¿. No other adverse effects were reported. Reviews of the documentation, including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Product labeling review: the product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides instructions for the user relating to the reported failure. Evidence gathered upon review of dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that the adverse event was related to the procedure. It is possible the device was not placed in the correct space to successfully drain the affected area, but the original position was noted to be adequate per x-ray imaging. It is possible that the empyema was loculated, preventing drainage within a loculation. However, this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.